Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedance on the right lead. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein the entire system was explanted and replaced to address the issue. The ipg was electively replaced. Reportedly, the issue was resolved and therapy was confirmed post op. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Date of event is estimated. Patient weight is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch:a000084189.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.